Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, fading serial number label, cracked battery tube threads, cracked case corner of belt clip rails, broken reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the insulin pump had crack and reservoir was not falling out. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will not return device for analysis.